Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. Customer¿s blood glucose was 98 mg/dl.